Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Review of the device image indicated that there was high current drain while the device was implanted. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the high current drain was not determined as it was not reproduced during testing in the laboratory.

Event description:
It was reported that the device was explanted and replaced due to suspected premature battery depletion. Patient condition was fine after procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.